Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called to report that the pump alarming no disposable pump won't run and pump was under delivered. Troubleshooting was attempted by removing and reinstalling the cassette twice; however, the alarm persisted. The pump was powered off. The event occurred while the device was in use with a patient at the patient¿s home. There was no patient harm.